Event description:
It was reported that during a replacement procedure due to normal battery depletion, a solid alert tone was heard during extraction of the device from the pocket. It was later determined that there was a magnetized mat on top of the patient and near the device, used to keep sterile tools from moving. The device was returned, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).